Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there an audible alert was triggered. It was found that there was a rv tip-to-rv coil lead impedance warning on the right ventricular (rv) lead due to low rv coil impedance. It was noted that the patient has some fluid retention. The rv lead remains in use. No patient complications have been reported as a result of this event.